Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy off the delivery catheter. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event. This is the first of two overstitch suture cinches used in the same procedure.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.